Event description:
Procedure type: lap gastric bypass. According to the reporter: the black unload button came off the device and fell onto the sterile field. Used another 173016, was able to continue the case.

Manufacturer narrative:
(B)(4).